Manufacturer narrative:
Concomitant medical products: product ID 3777-75 lot# va2sxqh product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(6) , ubd: 25-may-2027, UDI#: (B)(4) g2. Foreign: china. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead electric resistance was too high during the operation. The new lead was replaced on the same day to complete the operation. The issue was listed as resolved, patient alive with no injury/symptoms. Additional information was received. Regarding impedances measurements, it was confirmed that the impedance test was carried out during the operation, and the test result was that the resistance was too high. The specific measurement data was not informed by the staff. Additional information was received. It was confirmed that this was a case of electrode failure complaints, intraoperative tests found that the electrode resistance was too high, has been replaced with a new electrode to complete the operation.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75 lot# va2sxqh serial# (B)(6) product type lead h3. Analysis found that there was a procedural non-conformances with the lead. Analysis identified that conductor #7 was broken 0.3 cm from the proximal end of the lead and conductors #6, #4, and #3 were broken 1.2 cm, 1.4 cm, and 1.8 cm from the proximal end of the lead in the connector area; consistent with overstress damage. Analysis identified that the connectors #6, #5, #4, and #3 were crushed at the proximal end of the lead resulting in broken welds on connectors #4, #5, and #6 at the proximal end of the lead; consistent with overstress damage. It was also found that insulation is pulled apart (not broken) from the butt joint of the connector end. Circuits #3, #4, #6, and #7 were open circuits, but there were no shorts between circuits. Based on our analysis, we conclude that the cause of this event was not related to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.